Manufacturer narrative:
Insulin pump alarmed prime during basic occlusion test due to loose and protruded drive support disk. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, scratched reservoir tube window, cracked belt clip slot and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed during the manual prime. Customer's blood glucose was 9.2mmol/l. Customer was advised to disconnect from the device. Customer reported the device might have been bumped since he works as mechanic. Customer stated the drive support cap is sticking out. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.